Event description:
Failure of reagent for dimension vista mg flex reagent cartridge resulting in 10 pts receiving incorrect results of low magnesium level. Ten (10) pts affected, no negative outcomes noted at this time.